Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed and two additional proglide devices were attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - patient selection. The perclose proglide (part 12673-05, lot 83007-6h) and perclose proglide (part 12673-05, lot 83025-6h) indicated are being filed under a separate medwatch MFR numbers. The device was received. Investigation is not complete.